Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device returned and analyzed by manufacturer. The returned complaint device consisted of a rotapro device. The burr catheter was received attached to the advancer unit. The rotawire used during the procedure was not returned. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. The rotawire that was used during the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr stuck on the guidewire. A 2.0mm rotapro and a rotawire were selected for a mid-left anterior descending (lad) artery atherectomy procedure with percutaneous coronary intervention (pci). During withdrawal, the burr got stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed and there were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr stuck on the guidewire. A 2.0mm rotapro and a rotawire were selected for a mid-left anterior descending (lad) artery atherectomy procedure with percutaneous coronary intervention (pci). During withdrawal, the burr got stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed and there were no patient complications.